Event description:
On (B)(6) 2023, it was initially reported to gynesonics that a patient who was treated with the sonata system was readmitted to the hostpial with pain and a fever.she was given IV antibiotics and stayed in hospital for 7 days. Due to back pain, blood cultures, MRI scan - MRI scan normal. This patient had a high bmi and chronic fatigue syndrome, sleep apnea, diabetic and epileptic. Patient tested positive for covid on readmission. Blood cultures showed enterococcus, after IV antibiotics these cultures were negative. The patient was sent home with another 7-day course of antibiotics. Anterior wall type 2 fibroid was treated. 2 ablations on one fibroid total time 5mins 48 seconds treatment. The pain score was 2 during the procedure. Clinical impression transient bacteremia.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Per gynesonics medical director, this was endometritis along with enterococcal bacteremia. It is a potential consequence of any transcervical procedure. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.